Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device caused an insufflation issue. The same device was able to be used to complete the case. There was no adverse consequence to the patient. Customer disposed of device.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.the returned product has been identified as part of the voluntary recall of endopath xcel with optiview technology. (B)(4)